Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.e1 - initial reporter first name updated from blank to fumiaki.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient condition was good. It was further reported that patient underwent percutaneous coronary intervention in the 90% stenosed, and severely calcified target lesion. However, during inflation at 6-8 atmospheres, the balloon ruptured.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 - initial reporter first name updated from blank to (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 9mm from the tip of the device, there was a partial circumferential tear. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient condition was good. It was further reported that the 90% stenosed target lesion was located in a severely calcified vessel. However, during procedure at 6-8 atmospheres, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient condition was good.